Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 526 mg/dl, and the customer was able to treat with the insulin pump. The customer also reported that the insulin pump suspended insulin delivery due to an inaccurate sensor glucose reading. The customer stated that the insulin pump triggered the threshold suspend feature when the blood glucose reading was 526 mg/dl, and the sensor glucose reading was 60 mg/dl. On another occasion, the blood glucose reading was 250 mg/dl, compared with a sensor glucose reading of 89 mg/dl. The customer advised that she understood that the sensors will degrade as they end their life cycle and was not concerned. Nothing further reported.